Event description:
The customer observed error code 1007 (unable to process test, activated read failure) for the architect i2000sr analyzer. A field service call was initiated and the customer was advised to change the lot of reaction vessels. There was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Upon further review, the investigation unit has evaluated this customer complaint and determined it is not associated with remedial action reporting number 1415939-2/27/09-003-r, therefore, is unassigned. This is the final report.

Event description:
It was reported the patient expired. The cause of death was unknown. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.